Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sore throat, sinus issues and ear aches. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sore throat, sinus issues and ear aches. There was no report of serious harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (11/28/2022) for further evaluation. The device was evaluated on (09/06/2023). There was no mention of visual findings to the external part of the device. The manufacturer cannot confirm any evidence of foam degeneration or foam contamination. Faults or errors contained within the logs support sensor board sensor contamination, ingress, and/or faulty sensors. It appears that liquid ingress evidence seems to have contributed to the sensor board issues. Ingress appears to have happened in through the top of the device near sensor board. All other contamination found inside the device appear to be from the patients' environment: light dirt, dust, hair, and particles throughout device and inside blower/air/flow paths. This foreign contamination is seen inside the transition tubing, clear tubing, then to the outlet port for patient not foam. During the analysis, the device has failed mfts automated test indicating sensor board failure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found 8 errors (e-93, e-110, e-111, e-165, e-170, e-120, e-53, e-54). The manufacturer concludes that they could not confirm the customer's allegation and there is dust/dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sore throat, sinus issues and ear aches. There was no report of serious harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.